Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was blood and contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 13mm from the tip of the device. The device failed to inflate to rbp.